Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at 2.25 mg/day via an implantable pump for spinal pain. It was reported that a new 40 ml pump was implanted on (B)(6) 2016, replacing a 20 ml pump. On (B)(6) 2016, the patient had "terrible pain" and was transported to the emergency room. It was stated the patient had a hematoma from bleeding around the pump. Additionally, the patient had a heart attack at that time, which the patient's family attributed to stress from the issue with the pump and a loss of blood volume. The patient had a surgical debridement on (B)(6) 2016 and then had a five day hospital stay due to the heart attack. It was noted that the stay would have been 3 days if not for the heart attack. On approximately (B)(6) 2017, the patient's incision started to drain again, so she went to a healthcare provider (hcp) who scheduled the patient for surgery on (B)(6) 2017, however it was cancelled due to lab values. The patient then reported to surgery on (B)(6) 2017 for surgery to have debridement and a possible repositioning/catheter revision. The surgeon then elected to explant the pump and catheter to clean out the areas of surgical incisions due to infection. After doing so, a new catheter was implanted and a new pump was implanted in the patient's right abdomen. The dosing and concentration of medication remained unchanged. No environmental, external, or environmental factors were noted to have led or contributed to the issue. The event was considered to be resolved and the patient was noted to be "alive-no injury". The patient's medical history included two prior back surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.